Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive results for 1 patient sample on a cobas 8000 e602 module. The initial result was 127.7 ng/l. Another sample was immediately drawn and the result from the new sample was 7 ng/l. On (B)(6) 2020, a third sample was taken from the patient and the result was 7 ng/l. On (B)(6) 2020, the original sample was repeated and the result was 7.67 ng/l. The original sample was repeated on another analyzer (serial number (B)(4)) and the result was 7.77 ng/l. The reagent lot number is 429066. The expiration date was requested but not provided. The results were reported outside of the laboratory.

Manufacturer narrative:
The investigation found that the sample collection container was only partially filled, and the sample spin speed was faster than recommended. The alarm trace contains abnormal sample aspiration, abnormal aspiration (sample probe), and abnormal aspiration (sample probe a) errors. These are indicators of possible poor sample quality. There is no indication for a performance issue of the reagent or the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.